Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient underwent a revision of the liner to reduce the offset. The head was also revised. No patient consequences or symptoms were reported. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.